Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Customer reported leaking at upper fitment and tubing connection during chemotherapy clinical trial medication infusion. The infusion was started at 5ml/hour and nothing was noted to be leaking at initiation of infusion. The nurse was increasing rate 30 minutes into the infusion and noticed fluid dripping from the IV set. The amount that leaked, the customer suspected the leaking started at the beginning of the infusion. A second bag was hung with a new IV set and leaking was noticed at infusion startup, at the same location of the first set. There was no report of pt harm or medical intervention. No further pt/event info was provided.